Event description:
It was reported that the device's monitor will not power up. There was reportedly no patient involvement.

Event description:
It was reported that the device's display will not power up. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Diagnostic performed by engineer : replaced power board and performed t&v upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca(printed circuit assembly), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.